Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) xiitp5485, (osseotite tapered certain prevail implant 5/4 x 8.5mm) for evaluation. Visual evaluation was performed, the implant had signs of use. A damaged drive feature was identified. Device history record (DHR) review was completed for the subject lot number 2022110866. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022110866 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : damaged drive feature. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use or the torque or speed applied during placement/seating exceeded recommended value. Therefore, based on the available information, a device malfunction did occur. The implants drive feature was damaged. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
The doctor reports that the internal connection is damaged as the surgical ratchet wrench spins freely inside the implant. The affected dental position is #47. The doctor indicates that the procedure will be postponed for a new implant placement.